Manufacturer narrative:
The reported rejuvenate modular stem is considered to be under the scope of this recall. No further investigation is required. This event was previously reported under (B)(4). This report will document additional information received. Reported event: an event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with (B)(4). Conclusions voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It is reported that: patient is asymptomatic. Information received from legal on 10/30/2015: plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2010 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Suit filed in (B)(6). Update 15/september/2020 wg: spoke to rep via phone. It was reported that the patient's left hip was revised on (B)(6) 2020 due to altr. All components were revised. Rep provided the primary usage report and confirmed there were no allegations against the revised head and liner. The shell was revised both to change its position and allow for an mdm metal liner and adm/ mdm poly insert to be implanted. Rep confirmed that no further information will be released.